Event description:
Baxter reports a transfer set with a tubing leak. The leak was noted after the transfer set had been in use for 11 days. Noted during use. No pt injury or medical intervention reported per baxter affiliate.